Manufacturer narrative:
Date of event: exact date unknown, event occurred in june 2022 from the aware date.

Event description:
It was reported that the patient was experiencing frequent ipg charging. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned as it was kept by the medical facility.